Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital due to asystolic episodes. During check the right ventricular lead exhibited low impedance and sensing noise. The lead was capped and replaced on (B)(6) 2016. No additional information was available.